Event description:
Information was received that a smiths medical fluid warmer had alarmed disposable, low water float switch.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in good physical condition. Device was powered on, and float switch alarm was activated immediately. The reported customer complaint was confirmed. Test float switch assembly installed and device powered on for testing. Alarm was not activated, and degrees were within specification. Device passed all functional and electrical tests. The cause of issue was determined to be water damage to pcb, as well as the interlock switch plug not being terminated correctly. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.